Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): ventilator experienced multiple technical events, technical faults, buzzer defected, self test failed alarms during ventilation. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that the hamilton-c6 ventilator showed multiple technical faults (tfs), technical events (tes), and self test failures during use. No patient was harmed. Several attempts were made to obtain additional information from the hospital and the service technician; however, no further details were provided. No components were returned for analysis, and therefore the reported events could not be reproduced or further investigated. Based on the limited information available, no root cause can be confirmed at this time, and the complaint is considered closed. Hamilton medical will continue to monitor similar events. Case considered closed.